Manufacturer narrative:
(B)(4). The capio slim device was returned with distal tip dirty and the canal of the tip was slightly open. Visual inspection of the capio slim device found that the carrier was not retracted completely and the first riveting from the tip was observed to be in a bad condition. An x-ray was performed and it as observed that the core wire was kinked. No other issues were found in the device. A functional analysis was performed and found that the carrier was actuated three times and the needle anchored in the cage, however, a resistance was felt when it was deployed and retracted. Therefore, the reported complaint for carrier failure to extend was confirmed. No deployment suture was received. Based on the provided and collected information; during the product analysis, it was observed that the fist riveting was damaged and the canal was slightly open where the carrier got partially stuck. In addition, an x-ray was performed where it was observed that the core wire kinked. All these conditions are potential causes of the resistance when the carrier was extending and retracting. It is important to mention that the kink found could have been caused by excessive force applied or due to multiple attempts during the procedure, also, the anatomy could have contributed to the kink in the core wire. Therefore, the most probable cause for this complaint is adverse event related to procedure as the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal mesh procedure performed on (B)(6) 2021. During the procedure, the capio carrier failed to extend when the device was actuated. The procedure was completed with another of the same capio slim device. There were no patient complications reported as a result of the event and the patient fully recovered after the procedure. This event has been deemed reportable based on the investigation results: there was some resistance felt when the carrier was retracting during functional analysis.